Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3 and thin leaflets. A triclip xtw (40620r2098) was inserted and deployed on the tricuspid valve. A second triclip xtw (40910r1035) was then inserted without issues. However, while manipulating the clip delivery system (cds) handle, interaction between with the second and first clip was observed, causing the first clip to detach from the anterior leaflet and remain attach to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, the second clip was repositioned. However, while manipulating the clip under the valve, the clip delivery system (cds) was inadvertently moved by the user during positioning and the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be freed. Therefore, the second clip was deployed where it was stuck, attached to only the posterior leaflet and posterior chordae. It was noted that difficulties visualizing the clips occurred during the procedure. There was no clinically significant delay in the procedure. The patient was reported to be stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported device damaged by another device (caused damage) appears to be related to procedural conditions. The reported unintended movement and subsequent entrapment of device (clip caught on chordae) was due to the user technique. The reported poor image resolution was due to the user not visualizing the clip on echo. The reported patient effect of foreign body in patient was due to the to the entrapment of device as the clip was deployed where it was stuck, attached to only the posterior leaflet and posterior chordae. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed at an unintended location. There is no indication of a product issue with respect to manufacture, design or labeling.